Manufacturer narrative:
The expiration date and manufacturing date were corrected to 30sep2022 and 26sep2017. The product was not returned for evaluation. A definitive root cause can not be determined. A report of a dull blade / knife or drag occurring during a procedure can be the result of a damaged cutting edge, point or apex on the blade or could be due to the lack of silicone coating on the blade component itself. A damaged or partially / uncoated blade would most likely be detected during one of the in-process or final inspection processes. Damage to the knife / blade could also occur when removing the knife from the protective foam, package or while preparing the knife for the procedure. The blade component edges and points can be damaged very easily if dropped, bumped or come in contact with any hard, rough surface. The manufacturing of laseredge knives at angiotech (surgical specialties) has been discontinued. Angiotech (surgical specialties) is no longer a qualified vendor of bausch health. The supplier will continue to be notified of complaints. There are no similar complaints in the complaint database for lot aabu001. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation is necessary at this time. The investigation is complete.

Manufacturer narrative:
The device history record and manufacturing records do not show any anomalies. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the blade was not very sharp at the initial incision. The surgeon reported he had to use extra force to make his incision. As a result, the blade pushed through unpredictably and caused the surgeon to slice into the capsule bag. The resulting factor was that it made his "capsulhorexis" uneven and as soon as he started to phaco, the bag split and caused an anterior vitrectomy. A second blade was opened to make additional incisions.